Manufacturer narrative:
Date received by manufacturer - (B)(4) 2014. Placeholder.

Manufacturer narrative:
Date of event - (B)(6) 2013. Date of this report - (B)(4) 2013. Initial reporter. Address - (B)(6). Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with stage I diffuse lamellar keratitis (dlk) at nasal flap edge adjacent to the area of pannus in the left eye one day post treatment from contact lens wearing than lasted more than a month. The topical steroid dosage was increased. The patient complained that it felt as if "eyelash" was in the eyes, more so in the left eye than the right. There was no loss of of best corrected visual acuity (bcva) reported. In addition, it was noted that the symptoms had resolved after a month, and the contact lens was not an abbott product.

Manufacturer narrative:
(B)(4):the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.